Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 400-536 mg/dl with high ketones. Elevated bg was address by correction injection via manual injection and changing supplies. Ultimately, customer went to the ER for elevated bg on (B)(6) 2022. Ketone levels were identified as life threatening by health care provider. Customer was treated with saline only and a manual injection of insulin. Customer was released (B)(6) 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.